Event description:
Per the clinic, the patient developed an infection at the site of implant body. The patient was treated with oral antibiotics for one week (specific date not reported), however the issue did not resolve. Subsequently, the patient was hospitalized for the administration of IV antibiotics for two weeks (specific date not reported). The implanted device remains. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient sustained head trauma at the site of the implant, resulting in a large hematoma followed by oozing of pus. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.